Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and severe left atrial dilation for a mitraclip procedure. During the procedure, lock line was removed in a snap back like fashion. The clip opened during unthreading the actuator. Troubleshooting was performed and was successful. During the clip deployment, the pin was removed and the actuator knob was rotated counterclockwise. The clip arms relaxed more than expected and when the actuator knob was pulled, the clip arms appeared to open to 30 - 40 degrees. Additionally, 2 mitraclips were deployed for stabilization and the mr was reduced to grade 2. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - locked) or improper or incorrect procedure or method (failure to follow steps / instructions). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip opening while locked appears to be related to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was associated with the user removing the lock line too quickly. It was determined that this action contributed to the reported adverse events; therefore, a letter will be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and severe left atrial dilation for a mitraclip procedure. During the procedure, lock line was removed in a snap back like fashion. The clip opened during unthreading the actuator. Troubleshooting was performed and was successful. During the clip deployment, the pin was removed and the actuator knob was rotated counter clockwise. The clip arms relaxed more than expected and when the actuator knob was pulled , the clip arms appeared to open to 30 - 40 degrees. Additionally 2 mitraclips were deployed for stabilization and the mr was reduced to grade 2. There was no clinically significant delay.